Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet experienced an ¿unable to proceed during rewind¿ event and a subsequent ¿unable to proceed during fill tubing (occlusion)¿ error, after which the device was determined to require replacement and was no longer considered water resistant, with education provided to sync data, shut down the device, and maintain backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the patient¿s health and no hospitalization. Investigation included troubleshooting and user education delivered by support, verification of shipping for return and replacement, and coordination for return of the affected devices. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.